Manufacturer narrative:
(B)(4). Dyspareunia. Shrinkage of mesh. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a transvaginal tape, bladder sling, urethral suspension, and revision of mesh erosion repair in (B)(6) 2008. Since the implantation of mesh devices, the patient has experienced erosion, shrinkage, extrusion of mesh, urinary retention, persistent pain, dyspareunia, and numerous surgical procedures to remove the mesh devices. No additional information was provided.